Event description:
It was reported that signal loss over one hour occurred for the g6 smart device. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. Sharelogs were provided. However, the data received reflected the g7 ios smart device. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 transmitter. However, data for the g7 wearable was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).